Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low and high blood glucose. Blood glucose level at the time of the incident was 41 mg/dl treated with food. Customers last blood glucose value was 415 mg/dl. Customer had received stuck button alert. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.